Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® 9nc 0.129m plus blood collection tubes, an unspecified number of tubes overfilled. No adverse impact was reported regarding the patient or user.